Event description:
The drill guides didn't fit correctly on the l4/l5 patient vertebras. The guides were used during a non medacta products revision surgery, after competitor pedicle screw removal and bone vertebra docks for guides preparation. There was a 30-minute delay on a 4-hours surgery and the surgery was completed successfully. A competitor navigation system was used to complete the surgery and the delay was due to the navigation system set up.

Manufacturer narrative:
Myspine process review. Our analysis of the myspine process of this case found no deviations from the standard procedures. Each step has been performed correctly. We have reproduced the case in order to check the fitting again and the result was ok; the guides are completely stable with an optimal pad positioning.